Event description:
It was reported in minerva urology and nephrology journal that a study was conducted to evaluate the medium-term results of the rezum water vapor therapy procedure in a large multi-center cohort of patients from a real-life setting. The records of 352 patients who underwent the procedure between may 2019 and july 2021 at seven different italian institutions were retrospectively reviewed. The following post-operative complications were reported: 69 patients had dysuria (19.6 percent), 11.4 percent of patients had mild hematuria, 3.2 percent of patients experienced urgency and burning during urination, 7.1 percent of patients experienced fever due to a suspected urinary tract infection, 47 patients (13.4 percent) experienced acute urinary retention following catheter removal, 2 patients were readmitted for major hematuria with clot retention, 1 patient required blood transfusion due to severe bleeding and hematuria, 9 patients (2.5 percent) required re-intervention, 7 patients (2 percent) had clot retention, 10 patients (2.8 percent) had postoperative incontinence, and 3 patients reported de novo post-procedure dry ejaculation.

Manufacturer narrative:
Cindolo l, morselli s, campobasso d, conti e, sebastiani g, franzoso f, et al. One-year outcomes after water vapor thermal therapy for symptomatic benign prostatic hyperplasia in an unselected italian multicenter cohort. Minerva urol nephrol 2023;75:203-9. Doi: 10.23736/s2724-6051.22.05080-7.

Manufacturer narrative:
Cindolo l, morselli s, campobasso d, conti e, sebastiani g, franzoso f, et al. One-year outcomes after water vapor thermal therapy for symptomatic benign prostatic hyperplasia in an unselected italian multicenter cohort. Minerva urol nephrol 2023;75:203-9. Doi: 10.23736/s2724-6051.22.05080-7.

Event description:
It was reported in minerva urology and nephrology journal that a study was conducted to evaluate the medium-term results of the rezum water vapor therapy procedure in a large multi-center cohort of patients from a real-life setting. The records of 352 patients who underwent the procedure between may 2019 and july 2021 at seven different italian institutions were retrospectively reviewed. The following post-operative complications were reported: 69 patients had dysuria (19.6 percent), 11.4 percent of patients had mild hematuria, 3.2 percent of patients experienced urgency and burning during urination, 7.1 percent of patients experienced fever due to a suspected urinary tract infection, 47 patients (13.4 percent) experienced acute urinary retention following catheter removal, 2 patients were readmitted for major hematuria with clot retention, 1 patient required blood transfusion due to severe bleeding and hematuria, 9 patients (2.5 percent) required re-intervention, 7 patients (2 percent) had clot retention, 10 patients (2.8 percent) had postoperative incontinence, and 3 patients reported de novo post-procedure dry ejaculation.